Manufacturer narrative:
(B)(4). The device is being retained by the hospital. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The reported patient effects of dissection and occlusion are listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. It should be noted that the xience xpedition IFU states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. In this case, it is likely the re-insertion of the device contributed to the reported event.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily calcified right coronary artery. After predilatation was performed an attempt was made to cross with the 3.5x33 mm xience xpedition stent delivery system (sds); however, it would not cross. The device was removed and additional predilatation was performed. A second and third attempt was made to cross with the sds; however, both failed. During the attempts to cross a dissection occurred. During retraction of the sds the stent implant dislodged from the balloon inside the radial artery. An abrupt closure of the vessel was observed and the patient experience EKG/ECG changes and was placed on a balloon pump. Attempts to retrieve the stent implant were unsuccessful; therefore, the stent was deployed where it dislodged in the radial artery. The procedure continued on with the deployment of a non-abbott stent in the intended lesion. The patient symptoms resolved and the outcome was good. No additional information was provided.